Manufacturer narrative:
The reported event could be confirmed since data and x-rays were provided. A device inspection was not possible since the affected device was not returned. Since data and x-rays were provided, the opinion of the medical expert was requested and stated as following: the case shows proximal humeral fracture treated with an aequalis anatomic fracture stem. The tuberosities (greater and lesser) were fixed around the proximal part of the stem. The images give the impression that the prosthesis stands proud in relation to the tuberosities and by that putting a lot of tension on the rotator cuff. In the end the tuberosities healed well, with some bone resorption of the greater tuberosity. The upward migration of the humerus indicates rotator cuff failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient a revision surgery due to deteroriation of greater tuberositas which resulted in pain. The anatomic stem was removed and a humeral stem was placed in the canal with cement.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient a revision surgery due to deterioration of greater tuberositas which resulted in pain. The anatomic stem was removed and a humeral stem was placed in the canal with cement.